Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the top half of the ilet display stopped functioning and a small crack was observed on the screen, after which a replacement device was arranged and the user was instructed on data sync, shutdown, and return procedures. Symptoms included no injuries or adverse clinical effects. Outcomes included continued cgm use with the user¿s phone or receiver while awaiting the replacement device. Investigation included review of the user¿s report and device replacement logistics and inspection of the returned device. Investigation of this device revealed a cracked or broken display consistent with physical damage to the screen component leading to a partial display failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage of the display.